Manufacturer narrative:
H3: product analysis as found condition- the axium prime pusher was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within a sealed tyvek biohazard pouch and within a dispenser coil. The instant detacher used during the event was not returned for analysis. Visual inspection/damage location details - the axium prime pusher was found broken near the break indicator. The proximal segment was not returned for analysis. The release wire and coin were fully retracted out of the pusher/lumen stop and not returned for analysis. No damages or irregularities were found with the shield coil. The implant coil was already detached and not returned for analysis. The lumen stop was found undamaged. Testing/analysis ¿ the coin outer diameter could not be measured as it was not returned. The lumen stop inner diameter was measured to be 0.0025¿, which is still within specification (specification: 0.00220¿ ¿ 0.0029¿). Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" could not be confirmed as the axium prime was returned with the implant already detached. The coin was found fully retracted out of the lumen stop, and the implant coil was found detached as expected by the detachment subassemblies. In addition, no damages or non-conformances to specification were found that would contribute towards the reported non-detachment. As the proximal pusher segment, instant detacher, and implant coil were not returned for analysis, any contribution of the proximal pusher, instant detacher and implant towards the reported non-detachment could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the cause of the non-detachment was not determined. It is unknown how many attempts were made to detach the coil using the instant detacher. The manual method was attempted several times. Prior to coil non-detachment, no issues encountered. It was unknown if any pushwire damage was observed after removal from the patient. There was some resistance.

Event description:
It was reported that during a procedure to treat an unruptured saccular aneurysm located in the ophthalmic artery, there was resistance to coil detachment using the axium coil. The patient's blood flow was normal, and the vessel tortuosity was moderate. The microcatheter used was an echelon10. The devices were prepared as indicated in the instructions for use. The coil was not implantable and was replaced by a medtronic product. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.